Manufacturer narrative:
B3: date of event is estimated. The unit received a service needed complaint. Upon inspection, the complaint was confirmed. The motherboard was found to be burnt (q31, q30, q57, q59, q55), likely due to an overcurrent or low voltage event. Additionally, the muffler was filled with dust, which caused a blockage at the feed port. The top housing and the uip were replaced due to cosmetic damage.

Event description:
It was reported that when the patient got to their car in their driveway, the patient started smelling and seeing smoke from their device when they plugged it using the car charger. The device then shut off by itself. The patient immediately got out of the car and did not experience any health changes as they were able to go back inside their home to their stationary oxygen concentrator. It was noted that the device had not been charging even before the incident. The patient has received their replacement device and it is working with no issues.